Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21185. It was reported the patient experienced loss of stimulation a few weeks post-implant. Diagnostic testing indicated low impedance contacts. Reprogramming attempts were unsuccessful in restoring stimulation. X-rays were normal. However, follow-up indicated the ipg was inoperable. The patient was sent a new charger to evaluate ipg functionality.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21185. Follow-up identified the new charger was able to successfully charge the ipg. Effective stimulation has been restored. No further intervention is planned.